Event description:
Received from maquet (B)(6) on 10/22/2009 stating, "the short port btt black rubber valve that controls the co2 passage jammed in the system. The surgeon used a stip lock syringe to hold it in place which luer broke off -managed to proceed with vein harvesting with syringe, with the same device". Qa has interpreted this to mean that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out) and balloon would no remain inflated; therefore, the co2 would not remain in the patient's tunnel. They were able to complete the procedure with a same device using a syringe to hold the black valve in place. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).